Event description:
Customer stated in an email, "the switch doesn't always work and when it does, there is a feeling of electricity coming from the pad. It feels like an electric shock." The next day, bce responded with a list of questions for customer to answer and asked the customer to provide the lot number. Upon not receiving a response from the user, bce contacted the customer again the next week. Bce heard back from the customer, and the customer provided bce with the lot number. As of writing of this MDR, product has not been returned. Based on feedback analysis, bce has not seen this failure in this lot. Bce will provide an update if the customer returns the pad. The customer did not claim any injury.